Event description:
It was reported that the patient's lead had migrated. The migration was confirmed via imaging. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's lead was repositioned to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Section b3: event date is estimated. The event of lead migration was reported to abbott. Lead migration was confirmed through imaging. The lead was repositioned back to the original location. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.